Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2017-03552 and this report. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a gallstone removal procedure on an unknown date. According to the complainant, during procedure, the side car-rx (guidewire port) was pushed back when the device was inserted into the working channel. A second trapezoid basket was inserted into the working channel and still the side car-rx pushed back. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.